Event description:
I accessed patient port with the braun 22g needle. Once inserted, it bent and would not flush. I removed the needle and re-accessed with one of our 1in needles we have had in stock until now.